Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced diabetic ketoacidosis and high blood glucose level, which was self-treated with a pump. The patient went to the emergency room and upon arrival, blood glucose level was 1000 mg/dl. The patient had large ketones and the level was identified to be dangerous/ life threatening. The patient received an insulin drip and stayed in the emergency room for a few hours. When the patient left the emergency room, blood glucose level was in the 600s mg/dl and patient's state remained the same. The patient was subsequently hospitalized where the patient received insulin drip and fluids intravenously, which resolved the issue. When the patient's site was removed during call, the cannula was found to be bent and this could have caused high blood glucose level. The patient had also faced multiple occlusions prior to hospitalization. During hospitalization, the patient went into heart failure due to the hospital giving her too many fluids and the fluid building up around her heart. The infusion set had been in use for one day and the patient stayed in the hospital for two days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.